Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the high impedances was not determined. The patient was reprogrammed and this was confirmed with the physician. No further information was reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain via a manufacturer¿s representative (rep). The rep reported that there were high impedances on electrodes 9, 10 and 12. The rep reported that the patient fell in and (B)(6) that it could be related to the issue. The rep programmed around the high impedances. The rep reported that the patient had adequate coverage. The issue was resolved. No further complications were reported.